Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, gallstones, irregular menstrual cycle, oligomenorrhea and lower abdominal discomfort. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia"), dermatitis allergic ("allergy : rash / skin condition") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removal- total vaginal hysterectomy). At the time of the report, the pelvic pain, heavy menstrual bleeding and dermatitis allergic had resolved and the psychological trauma outcome was unknown. The reporter considered dermatitis allergic, heavy menstrual bleeding, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain and bleeding and allergic reactions. Right-4coils, left-5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral essure devices in place with no contrast extravasation from the fallopian tubes identified consistent with tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2021: mr received. Reporter's information added. Medical history were added.lab data and rcc were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dermatitis allergic ("allergy : rash/skin condition") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, menorrhagia and dermatitis allergic had resolved and the psychological trauma outcome was unknown. The reporter considered dermatitis allergic, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pain and bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received events " pelvic pain, menorrhagia, allergy: rash/ skin condition and psych injury" were added. Outcome of event " pain, bleeding and allergy" were updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.